Manufacturer narrative:
Returned device was received for evaluation. Evidence of reported problem in event log was found. During the evaluation of the device customer's reported problem was confirmed. The pump was found to be displaying "1840" error code message on power up during the investigation. Found the prime key button not responding when is pressed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited error code 1840 and keypad did not work. No reported adverse effects.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited error code 1840 and keypad did not work. No reported adverse effects.